Event description:
This unsolicited device case from united states was received on 12-aug-2015 from a practitioner. This case involves a (B)(6) male patient who received treatment with synvisc and developed joint effusion and his specimen was positive for gram negative cocci. No previous drugs, past medical history, concurrent conditions and concomitant drugs were reported. On an unknown date, the patient started treatment with intra-articular synvisc injection (batch number: 5rsa001, expiry date: nov-2017; dose, frequency and indication: unknown). The patient received two of the three injection series without problems. After the third injection, the patient began to experience swelling and redness -"effusion." Patient was seen and examined. Specimen was sent for evaluation which came back as positive for rare gram negative cocci. Corrective treatment: unknown for both events outcome: unknown for both events a pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: important medical event for specimen was positive for gram negative cocci pharmacovigilance comment: sanofi company comment dated 17-aug-2015: this case concerns a (B)(6) male patient who received a series of three synvisc injections. It was reported that the patient experienced joint infection after the administration of third injection. Based upon the information available, the casual relationship between the events and product cannot be denied. However, the lack of information regarding the underlying condition, concurrent conditions, site of injection and the clinical course of the patient precludes the complete case assessment.

Event description:
This unsolicited device case from united states was received on 12-aug-2015 from a practitioner. This case involves a(B)(6) male patient who received treatment with synvisc and developed joint effusion and his specimen was positive for gramnegative cocci. No previous drugs, past medical history, concurrent conditions and concomitant drugs were reported. On an unknown date, the patient started treatment with intra-articular synvisc injection (batch number: 5rsa001, expiry date: nov-2017; dose, frequency and indication: unknown). The patient received two of the three injection series without problems. After the third injection, the patient began to experience swelling and redness -"effusion". Patient was seen and examined. Specimen was sent for evaluation which came back as positive for rare gram negative cocci. Corrective treatment: unknown for both events outcome: unknown for both events a pharmaceutical technical complaint was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 5rsa001, with expiration date (11/2017) was reviewed. The investigation showed that the product met specifications. No associated non- conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa001, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 18-aug-15, this was the only complaint reported for lot # 5rsa001: (1) adverse event report. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: important medical event for specimen was positive for gram negative cocci additional information was received on 18-aug-2015. Global ptc number and ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 25-aug-2015: the follow-up information received does not change the prior assessment of the case. (B)(4) company comment dated 17-aug-2015: this case concerns a (B)(6) male patient who received a series of three synvisc injections. It was reported that the patient experienced joint infection after the administration of third injection. Based upon the information available, the casual relationship between the events and product cannot be denied. However, the lack of information regarding the underlying condition, concurrent conditions, site of injection and the clinical course of the patient precludes the complete case assessment.